Event description:
It was reported that an alarm 01 occurred. There was no adverse impact to the customer's blood glucose level. The customer successfully resumed insulin delivery with the new cartridge.